Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The guide catheter was noted to be stretched and broken near the proximal end. The distal end of the guide catheter was found to have a minor kink but no suture impression was observed. The torn suture hole indicates the suture experienced tension during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The condition of the returned device is consistent with the reported event. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the delivery system was placed at the target lesion in the common bile duct; however when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the delivery system was placed at the target lesion in the common bile duct; however when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.